Event description:
It was reported that a patient underwent a gynecological procedure for the treatment of pelvic organ prolapse and stress urinary incontinence on an unknown date. During the procedure, pelvic floor repair mesh and an ams monarc hammock were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009. During the procedure a pelvic floor repair mesh and an ams monarc subfascial hammock were implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. It was reported that post insertion the patient additionally experienced pain, infection, recurrence, bleeding, dyspareunia, urinary problems and bowel problems. The patient will require additional medical treatment. No additional information has been provided. (B)(4) -undefined recurrence; dyspareunia; urinary problems; bowel problems.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a gynecological surgical procedure to treat stress urinary incontinence on an undisclosed date. During the procedure, pelvic floor repair mesh and an ams monarc subfascial hammock were implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, and will require additional medical treatment. No additional information has been provided. (B)(4)

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).